Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (lot # and expiration date) and h4. Evaluation results: the actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 3820 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes passed full electrical testing including 30j testing, readiness testing, and impedance testing without duplicating the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the patient subsequently expired, however it is unknown if this was a result of the reported malfunction.